Manufacturer narrative:
The field service engineer (fse) evaluated the ventilator evaluated the ventilator and found an error code related to an air filter switch open. The fse calibrated the ventilator and tested the ventilator which passed all testing. The ventilator was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient the 760 ventilator stopped ventilation to the patient. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.